Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements. Technical services (ts) was consulted and recommended further lead testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv lead was explanted and successfully replaced. Calcification and clavicular crush were suspected. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements. Technical services (ts) was consulted and recommended further lead testing. This rv lead remains in service. No adverse patient effects were reported.